Event description:
The customer reported that the 9800 system had a problem with the display. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector and software were installed during the service call. The system was tested and found to be working as intended and put back into service.